Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the screws involved in this case. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00530, 0001032347-2020-00531, 0001032347-2020-00532, 0001032347-2020-00534. Medical products: tmj system right narrow mandibular component 50 mm / 7 hole, part# 01-6550, lot# 812990a; tmj system right fossa component, small, part# 24-6562, lot# 854330d; 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# ni; 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# ni; tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Occupation ¿ patient.

Event description:
It was reported the patient is experiencing pain at the ear, slight protrusion of the implant, and severe nerve damage two (2) years following implantation of temporomandibular joint implants on the right side. The patient has received nerve blocks and ablation for the treatment of pain. The patient reported seeing a surgeon who indicated the implant may be too big and some of the screws are loose. The patient wants to receive custom implants because they feel like the jaw is pushing down. No revision is currently planned. No additional patient consequences have been reported.